Event description:
The user facility reported that during an unspecified type of colonoscopy procedure, the image on the video screen became completely black. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but not further info provided. The device referenced in this report was returned to olympus for eval. The eval confirmed that there was no image displayed. The source of the difficulty was isolated to the charge coupled device (ccd) unit. The device was refurbished. This report is being submitted as an MDR in an abundance of caution.